Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had been lost to follow up for several years and presented in clinic with a device battery past end of life. The right atrial lead exhibited low impedance and noise episodes. The lead was not repositioned and remains implanted. The patient was not pacing dependent and was stable.